Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient was in the ICU for 4-5 days after the first implant procedure because they were in a seizure that would not stop. The caller stated that the patient got on the right medicine and was sent home. The caller stated that the patient had a couple of mild seizures after the ins was implanted. The caller also stated that the patient has had more seizures on/off than before the ins was implanted. The caller stated that the patient had 4 seizures yesterday, so they are back in the ER at methodist hospital. The caller mentioned that they were told that one seizure could kill the patient, so they were concerned about the patient because they still did not have an answer as to what was causing the issue. The last time the patient was hospitalized, the caller thought the hospital was supposed to have a local manufacturer representative (rep)  come and check the patient's ins to ensure it was working properly, but no one ever came to check the ins and no one ever called. Thus, the caller could not confirm if a mdt rep was actually notified of the issue. Agent reviewed that the hospital can call nas to have a local representative paged. The patient was redirected to their healthcare provider (hcp)  to further address the issue.  The patient rep called back asking to be contacted by a rep. Pt rep said they had been trying to get a hold of the rep through the methodist hospital for over a month. Pt rep said that the hospital and the neurologist had been trying to get a hold of the rep and haven't been able to. Pt rep wants mdt rep to check implant because the pt's condition had been gotten way worse since the pt had gotten the implant. Pt said the pt's first ER visit was around 2 weeks after implant because the pt had cluster seizures that couldn't be stopped (this was reported in original call but more detail was given). Pt rep said at that time the mdt rep was asked to come by the hospital but the rep didn't show up. Pt rep said the same issue came up again about a month later and the hospital asked the mdt rep to come through the messaging system at the hospital but still no one showed up when the pt rep was told that someone from mdt would. Pt said they read there was a risk of death with MRI and the pt had CT scans already. Pss reviewed MRI guidelines info and redirected to hcp. Pss offered to assist pt rep in checking dbs implant with dbs patient therapy app, pt said dbs therapy was on and that they may call back for assistance once they had the communicator to check implant. Pt rep asked that ps escalate the issue, said they are going to seek litigation and asked for a copy of this communication. Information was received from the rep stating they got a call from the hcp stating the same situation. The rep reported they were never contacted and the hcp advised that they work through them. The hcp is going to see the patient and will facetime the rep to answer any questions.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). The cause was never determined. Impedances were checked and the device was on. According to healthcare provider (hcp), patient seemed to get better. This was confirmed with the hcp/account.